Manufacturer narrative:
Temperature test at incoming inspection measured at one minute: rear: 85°f; mid: 85°f; nose: 103°f. The overheating was not confirmed. The device received preventative maintenance per device maintenance instructions; tested to product specifications and returned to customer. (B)(4).

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device has been received for evaluation and repair. Analysis has not yet begun.

Event description:
A service request was made with a report that the handpiece "gets hot". There was no report of user or patient impact or injury.